Event description:
This rv lead was implanted on (B)(6) 2000. A call to technical services on (B)(6) 2011 states that rep sent strip showing oversensing on the rv channel causing inhibition of pacing and pauses greater than 2 seconds. There are multiple events in the logball, all non sustained. Discussed it is not physiologic noise and looks mechnical or cross talk. Discussed making sure patient has an underlying rhythm. Discussed pulling out duration for tachy detection. Rep reported the physician will continue to watch patient and is bringing him in in one month. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).